Event description:
Boston scientific received information that during a follow up some non sustained episodes were stored on the device due to noise. The noise resulted in oversensing and asystole for > 2 seconds. At this time the right ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.